Event description:
Customer alleges the clevis pin wore into the foot motor pull tube allegedly causing the pin to be able to slide right through the foot motor pull tube. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410ivc, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, who weighs (B)(6) lbs. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the clevis pin slid through the foot motor pull tube. This could have allegedly caused a bed foot drop. No injury alleged.